Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint 1 z axis dual pot to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had an issue with the universal surgical manipulator (usm)1. The tse reviewed the system error log and confirmed the occurrence of error 23072, pointing to the set-up-joint (suj) 1 z axis. The tse suggested that the customer moved the suj1 up and down and attempted to recover the fault several times, but the issue persisted. The tse advised the customer to disable the usm1 and use the usm4 instead. The user continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.